Event description:
It was reported patient is being considered for a revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 ln g3; h2; h3; h6.

Event description:
B5: no further information is available at the time of this report.